Event description:
Reportedly, the pump delivered faster than it was programmed. The customer reported as "a 100ml bag hung higher than 1000ml bag and both y'd into a 150ml albuterol and both stops were open. Primary set to rate of 50ml/hr and vtbd 103ml. Secondary set to rate of 50ml/hr with vtbd 76.3ml. A 100ml bag emptied in less than 1/2 hour to albuterol. Pump is accurate in its total delivery." No further info was made available to MFR.

Manufacturer narrative:
The pump was tested by the MFR and operated within specs. The operation log was downloaded and reviewed. According to the op log, the device was running between piggyback and primary mode back and forth, while roller clamps were open.